Event description:
It was reported that the image of the video telescope flickers intermittently. The issue occurred during an unknown therapeutic procedure. The device was inspected prior to use with no abnormalities noted. The procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections needed. Updated fields: d4 unique device identifier (UDI) #, d9, e1 (phone number), g3, g4, g6, h2, h3, h4, h6, h10, and h11. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image due to a broken video cable, and the fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the video telescope flickers intermittently. The issue occurred during an unknown therapeutic procedure. The device was inspected prior to use with no abnormalities noted. The procedure was completed and there were no reports of patient harm.